Event description:
Autistic individual with history of constipation became unresponsive in group home. He received emergency medical care. Death was pronounced in the emergency room. An autopsy found perforation of the cecum associated with a foreign body: a medical device, a wireless esophageal ph monitoring device (bravo capsule) was found in the cecum at autopsy, adjacent to the perforation site. The peritoneal cavity contained blood and fecal matter. Dates of use: presumed days. Diagnosis or reason for use: placed in esophagus for ph monitoring- later found in cecum.